Event description:
The following has been reported: biomed reported: ticket stated "clamp not opening/closing properly, screen having to be wiped with alcohol prior to using touch screen". Cleaned and ran test infusion. No alarms patient status unknown a preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). Log files indicate mechanical hardware failure (av sticky valve). Upon return, the device started up with no alarms. Removed fva assembly and found debris on fva output pin. Cleaned fva pins and reinstalled fva assembly. Fva lip seals will be removed and replaced during repair process. No other damage found.